Manufacturer narrative:
(B)(4). Evaluation codes, results: other (unknown cause of stent graft kinking). Evaluation codes, conclusions: other (unknown cause of stent graft kinking).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 38 mm right common iliac artery aneurysm. There was moderate thrombus throughout infrarenal aorta, the diameter at the bifurcation was measured 30 mm, and the renal artery to the hypogastric artery measured 180mm. It was reported after deployment of the bifurcated stent graft via right femoral cut down, the physician was unable to cannulate the contralateral gate. It appeared as there may be a kink in the stentless area on the ipsilateral side of the gate. After many attempts, a catheter was passed through the gate. Kissing balloons were used to open contra lateral gate and narrowed portion of ipsilateral. An aneurx ielxch161655 was placed in the kinked portion of the bare stent on the right side. An aneurx ilxch1616115 was inserted through the contra lateral gate on the patients left. A talent iw1410c75xh was continued to the external iliac artery on the patient's right side. An additional aneurx ilxch161685 was placed on the patients left side. Final angiogram was performed with successful treatment of the rcia aneurysm. No additional clinical sequelae were reported and the patient is fine.